Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room (ER) after feeling shocks from their implantable cardioverter defibrillator (ICD) device. A review of the device data indicated that the device provided inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) across several episodes on that same day. Therapy was not exhausted. Other device measurements were noted to be within normal specification ranges. The healthcare provider (hcp) indicated that the patients only symptom was feeling the shocks from the device. Boston scientific technical services (ts) suggested that the patient should be seen by their device following physician concerning the af with rvr. The device was subsequently explanted and replaced as part of a therapy upgrade from the ICD to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented to the emergency room (ER) after feeling shocks from their implantable cardioverter defibrillator (ICD) device. A review of the device data indicated that the device provided inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) across several episodes on that same day. Therapy was not exhausted. Other device measurements were noted to be within normal specification ranges. The healthcare provider (hcp) indicated that the patients only symptom was feeling the shocks from the device. Boston scientific technical services (ts) suggested that the patient should be seen by their device following physician concerning the af with rvr. The device was subsequently explanted and replaced as part of a therapy upgrade from the ICD to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.